Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that an internal low temperature burn was discovered in the right sole of the patient. The patient was not an impact of bleed and bubble. The damage was resolved.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing including the skin surface temperature testing. The sensor was determined to be functioning as designed.